Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was 158 mg/dl. The customer stated that his pump was stuck at the fill tubing and the pump is not sensing the reservoir at this time. The customer stated that he is unable to go forward from the fill tubing and unable to go back to the main menu. The customer stated that insulin was squirting out during the manual prime process. The customer stated that he received a compromised force sensor system alarm from the pump. The customer stated that the rewind message occurred after the alarm. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be sticking out. The customer was advised to not insert if insulin continue to drip from the infusion set after letting go of the act button. The customer was advised to revert to a backup plan.

Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump alarmed motor error during basic occlusion test due to loose /protruded drive support disk. Unable to prime test due to motor error alarms. The insulin pump received with cracked case at the display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.